Manufacturer narrative:
H4: the lot was manufactured from october 3, 2022 to october 4, 2022. H10: two (2) devices were received for evaluation with fluid on their bladder. Visual inspection noted 2 to 3 ml of fluid inside the housing which suggested a small leak may have occurred. A leak test was performed by draining the drug fluid out the bladder then refilled the bladder with green color water. After green color water was added to the bladder, a slow leak (2 to 3 ml of fluid) was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors were leaking from the bladder. The leaking bladder was observed following the compounding process (after filling), prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.